Event description:
Customer completed check in and reported "the edge of the aligners, especially the top ones, is very sharp. It has an abrupt edge that flares outward and it catches my upper lip and inside of my upper gums when I smile or laugh. The upper aligners also don't go all the way up some of my teeth which may be contributing to catching on my gums. If the edge of the aligners were beveled they would be much more comfortable. I've tried filing.".

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.